Manufacturer narrative:
One device was returned for analysis of complaint that the audible alarm was very quiet, even with the volume on high settings. Evaluation of device found cracks on the downstream occlusion (dso) seal. The complaint was not related to a previous device repair. Cause of complaint was a faulty front piezo. Replaced dso seal and piezo. The event occurred during routine preventive maintenance inspection and there was no patient involvement.

Event description:
One device was returned for analysis of complaint that the audible alarm was very quiet, even with the volume on high settings. Evaluation of device found cracks on the downstream occlusion (dso) seal. There was no patient involvement.